Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that 4 bd¿ precisionglide¿ needles were found with different eans before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "we are receiving the product 280 - needle desc 40x12 cx.c / 100 precision glide bd, cod. Factory: 300017, through (B)(4) and we identified that we have and balance in our units 4 ean different from this product and we would like to know which one is correct, so we can input eans: 78909731172411, 78909731172311, 78909731172410 78909731172408".

Event description:
It was reported that 4 bd¿ precisionglide¿ needles were found with different eans before use. The following information was provided by the initial reporter, translated from portuguese to english: "we are receiving the product 280 - needle desc 40x12 cx.c / 100 precision glide bd, cod. Factory: 300017, through nf 534523 and we identified that we have and balance in our units 4 ean different from this product and we would like to know which one is correct, so we can input eans: 78909731172411, 78909731172311, 78909731172410, 78909731172408."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The ean does not affect the clinicians ability to choose the correct product, and therefore is not a reportable malfunction.